Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was exhibiting excessive charge time and end-of-life (eol) battery status.